Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire of 8 mm maryland bipolar forceps instrument snapped while it was in use. The instrument did not work properly. The customer used another bipolar instrument to complete the procedure. The procedure was completed. Intuitive surgical inc., (isi) followed up with the site's robotics coordinator and obtained the following additional information: the damage to the instrument happened while it was inside the patient. The wire broke while in use. The reporter was uncertain if fragments from the wire fell into the patient when it sheared. During inspection, there were no obvious signs that any foreign material was retained. A washout of the area was undertaken to ensure all dislodged were fragments removed and carried away in the suction. The patient has not returned to the hospital and the delay in surgery was minimal as the instrument was replaced.